Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Incidents of cracked/leaking valves can be caused by many factors, including but not limited to an excess torque force in combination with over-tightening the connection; if the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. However, without the actual sample or lot number, a thorough sample analysis or batch record review could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: event # 2: reports five caresite luer access devices cracked in the last two months at the narrowing of the device just below the syringe insertion site. As a result of the leakage, all five of the PICC lines were lost because they clotted off. The devices are being connected to a bifuse or trifuse, and the most common fluids running in the lines are tpn, intralipids, antibiotics, ns, and dextrose solutions. The reporter stated they could possibly be over tightening them.